Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. The most probable cause of an upstream occlusion alarm is the uso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called the hotline and stated they just left the clinic, and her pump is alarming "upstream occlusion". Instructed patient to press stop/start to silence alarm. Instructed patient to trace tubing between medication reservoir and pump to make sure no kinks are present in the tubing, ensure clamps are open and sliding, and medication spike is fully inserted in the bag. Patient states it is straight, no kinks present in tubing, clamp is sliding and spike is fully inserted into pump. Instructed patient to remove and replace batteries. Pump powered back and alarm returned upon power up. Instructed caller to remove batteries from pump and clamp tubing closest to her IV that they states is in her arm. Advised patient to troubleshoot further they needed to remove the cassette and patient stated "absolutely not". Instructed patient to keep clamp closed on tubing, batteries out of the pump and to call doctor/clinic for further instructions. No adverse patient effects were reported by the customer.